Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. Event log history was unable to be downloaded. During analysis, the device was powered up and it alarmed ec1261 which is an issue with the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "error1261". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.